Event description:
In 2009, the patient reported he has had elevated blood glucose readings of 150 mg/dl, 200's mg/dl, and 325 mg/dl. He stated he tried to deliver a 4.0 unit bolus but his insulin infusion device displayed an e4 (occlusion) error. He stated he received 3.5 units of insulin before the e4 was displayed. He said he was exercising earlier. He stated his infusion headset and tubing has been use for 1 day. When he removed his headset, he noticed there was a "slight kink in the cannula." He stated he has scar tissue but uses an infusion set insertion device. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.